Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer received a motor error alarm on their insulin pump. It was found the customer received a no delivery alarm first, then the motor error alarm occurred. It was also reported the motor error alarm occurred during a bolus delievery. Customer also stated they were able to complete the rewind sequence on the insulin pump. The customer also did not expose their insulin pump to a strong magnetic field. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
No unexpected excessive no delivery alarm or motor error alarms were noted during testing. The insulin pump passed the displacement test, rewind test, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.